Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. Stryker reseated the device's battery pins to resolve the reported issue. After completing other unrelated repairs, proper device operation was observed through functional and performance testing, the device was returned to the customer for use.

Event description:
The customer contacted stryker to report a non-critical issue with their device. During evaluation it was found that the device battery pins were pushed in. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.